Manufacturer narrative:
Company comment: the serious events of foreign body reaction, infection, abscess at implant site and the non-serious events of inflammation at implant site, cutaneous contour deformity, purulent discharge, wound and emotional distress were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause includes treatment procedure or a foreign body reaction to the product in the local tissue. The emotional distress is a secondary event to the foreign body reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a 58-year-old caucasian/white female patient concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024 and (B)(6) 2025, the patient received treatment with sculptra to the entire face (unknown amount, lot number, injection technique and needle type). In 2025, the patient experienced foreign body granulomas/nodules/granulomatous foreign body reaction (foreign body reaction) on both sides of the face. On (B)(6) 2025, the patient underwent color doppler ultrasound of the face and result demonstrated that in the subcutaneous tissue of the right nasolabial fold, two hyposonic oval structures measuring 2.0 cm and 0.9 cm were identified, both with peripheral blood flow. In the subcutaneous tissue of the left nasolabial fold, another hyposonic oval structure with lobulated contours, measuring 2.8 x 1.4 x 0.8 cm, was observed, also with peripheral blood flow. This one contained echogenic fluid inside, while the other two on the right had undetermined contents. The ultrasound findings were suggestive of foreign body granulomas. On (B)(6) 2025, the patient underwent a high-frequency dermatological ultrasound with doppler (skin filler mapping) and results identified small, anechoic, pseudocystic, non-vascularized oval images were identified in the subcutaneous plane of the malar and infraorbital regions, as well as in the nasolabial folds, with an appearance suggestive of exogenous dermal filler material such as hyaluronic acid. In the areas of the patient's complaint, in the nasolabial folds and lateral to the labial rim, bilaterally, solid nodular images with a lobulated contour, heterogeneous echogenicity, hypoechoic matrix, and small interspersed echogenic images were identified. On the left side, the largest nodule measured 2.3 x 1.0 x 2.0 cm in its major axes. It showed a slight increase in surrounding echogenicity and peripheral vascularity on color doppler and intensity doppler, with inflammatory (implant site inflammation) characteristics. The most superficial aspect of the nodule was 1.7 mm from the epidermis, and the deepest portion was 15.6 mm. On the right side, another large nodule was identified, with similar echogenicity to the one on the left side, measured 1.8 x 0.8 x 1.0 cm, without signs of inflammation. The most superficial aspect of the nodule was located 2.4 mm from the epidermis, and the deepest was 13.6 mm. Adjacent to each nodule was a smaller, subcentimeter nodule, both without signs of inflammatory alteration. In the contour regions of the mandibular body, bilaterally, as well as near the left mandibular angle, in the subcutaneous plane, hypoechoic images were identified with interspersed echogenic areas and some posterior acoustic shadowing artifacts, with an appearance suggestive of a polycaprolactone-type biostimulant/filler product. Doppler evaluation of the soft tissues of the face did not demonstrate increased vascularity in the other regions evaluated. The parotid glands had a normal ultrasound appearance. There was no evidence of an accessory parotid gland. The impression was presence of exogenous dermal filler material in the above-described facial regions, suggestive of hyaluronic acid, in addition to deposits suggestive of polycaprolactone. Nodular images related to probable late dermal filler nodules, usually identified by a granulomatous foreign body reaction, one of which has an inflammatory appearance. Based on the medical certificates received of (B)(6) 2025, the patient was undergoing treatment for facial granulomas, bilaterally in the nasolabial folds, requiring two intralesional hyaluronidase [hyaluronidase] and debridement of infected (implant site infection) wounds (wound). The patient would require a new intralesional hyaluronidase infiltration in the left nasolabial fold, and abscess (implant site abscess) drainage. The patient also developed pus (purulent discharge), and a hole (cutaneous contour deformity) on each side of the face. The physician was trying to fill the affected areas with the fat from the body. Thereafter, the patient underwent several craniofacial plastics surgeon consultations, which caused her emotional distress (emotional distress) and forced her to undergo surgical procedures. On (B)(6) 2025, the patient was hospitalized for four hours for surgery and underwent the first surgery. Two additional surgeries were expected to be necessary. The patient assessed the events as severe and causality to the treatments as possible. Outcome at the time of the report: foreign body granulomas/nodules/granulomatous foreign body reaction was unknown. Hole was unknown. Pus was unknown. Inflammatory was unknown. Infected was unknown. Wounds was unknown. Abscess was unknown. Emotional distress was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from patient herself. Case upgraded to serious. Events (foreign body reaction, cutaneous contour deformity, purulent discharge, implant site inflammation, infection, abscess, wound and emotional distress) were added. Patient demographics, suspect device location, implant date, event intensity, location, outcome, reporter causality, laboratory tests and corrective treatment details were updated.